Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was unable to charge the ins. It was noted that the controller was at 100% charge. The patient used the antenna locate feature and got 99. The patient saw no device found (screen 16) and unable to recharge (screen 74) on the controller. The patient met with a manufacturer representative and they were unable to connect to the ins with the clinician tablet. The manufacturer representative attempted to use the passive recharge mode, but it kept going between ¿checking device¿ and ¿checking quality.¿ the manufacturer representative disabled and re-enabled the ins and the patient was able to recharge with excellent coupling. No symptoms or complications were reported.